Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the annular rupture cannot be confirmed, due to the limited clinical information provided. Per report, it was unknown injury was due to the ¿pacing wire or tavr wire¿.  It is possible that patient/procedural factors (not provided) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the native aortic annulus, the valve was deployed with -2cc of nominal volume with no issues.  Post deployment the valve was in 80/20 position aortic/ventricular. Then two (2) minutes post deployment, the patient¿s pressure fell and was put on pump. Echo showed no leak present. The patient was converted to surgical procedure. There was an annular rupture and left ventricular outflow track (lvot) tear was noted.  It is unknown if the injury was due to pacing wire or tavr wire. The patient expired on the table. Per report, during patient screening the annulus area was sized for 546 mm2 (imaging sized 541 mm2) and the lvot was sized for > 600 mm2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.